Manufacturer narrative:
(B)(4). Concomitant medical products - oss rs segental femoral # 161011 lot # 754040, oss tibial bushing # 150476 lot # 947960, oss locking pin # 150478 lot # 015620, oss tm yoke # 150493 lot # 532330, oss rs femoral bushing # 161034 lot # 786860, oss rs axle # 161035 lot # 273200, oss non-mod tib plate long # 150420 lot # 716230, oss diaphyseal segment # 150465 lot # 845630, oss segmental stacking adapter # 150483 lot #012900, cps anchor plug # 178400 lot # 081840, cps nut co-cr-mo alloy # 178512 lot # 084090, cps transverse pin # 178526 lot # 812230, cps/oss tpr adapt w/oss sc # 178711 lot # 928770, cobalt-g hv bone cement # 402433 lot # 703160, optivac kit double mix # 417200 lot # 341879, cps spindle collar # cp112678 lot # 638250. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10843, 0001825034-2017-10846, 0001825034-2017-10847, 0001825034-2017-10848, 0001825034-2017-10849 and 0001825034-2017-10850. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient underwent a revision procedure 2 years 2 months post initial surgery due to unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10843-1, 0001825034-2017-10846-1, 0001825034-2017-10847-1, 0001825034-2017-10848-1, 0001825034-2017-10849-1 and 0001825034-2017-10850-1. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.